Event description:
It was reported that the cast cutter with 8 foot cord was allegedly overheating during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
(B)(4). Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. (B)(4): failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event of heat was duplicated. It was confirmed the device heated up due to a broken bearing caused by a lack of lubrication on the oil distributor.

Event description:
It was reported that the cast cutter with 8 foot cord was allegedly overheating during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.